Manufacturer narrative:
The device was manufactured between 08aug2018 and 09aug2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the port. This was noted before use. There was no patient involvement. No additional information is available.